Event description:
The original complaint was made by the user facility in a medwatch report. The facility reported one male pt involved in the incident. During a surgeon's investigation for the MFR, after looking at the CT scans he questioned if there were more than one pt involved. It was at this time (april 30, 2008) that add'l info was requested of the neuro surgical resident who had performed the removal of the catheter, whether or not there were one or two patients. The resident never responded. Integra lifesciences was advised that there was a second pt involved. After obtaining this new info, we are reporting this incident and, it is related to MDR 9617494-2008-00001. When the catheter was removed by the neurosurgical resident, a small piece was allegedly left behind in the pt. Confirmation of the catheters entirely was not confirmed by the staff. CT scans were later taken and revealed a small object that may be the catheter's tip. There was no attempt made to retrieve the object.

Manufacturer narrative:
The device is not expected back for eval. An investigation has been initiated based on the reported info.